Event description:
It was reported that the tandem-provided usb charging cable became severely damaged from everyday use, causing charging to work only intermittently and slowly. There was no reported impact to the customer¿s blood glucose level. Technical support sent a replacement charging cable to resolve the issue.